Event description:
The customer reported to olympus, the hd camera head intermittently takes pictures of itself. The issue was found during preparation for use for an unknown procedure. There were no delays and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image issue was due to a faulty cable unit. The cable unit also had a non-working switch, and the switch needed replacement. Additional findings include the cable had a tiny pin hole which caused failure of the water leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported issue was caused by a faulty led unit. However, the specific cause of the faulty led unit was not established at this time. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU), which states the following: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable. Which, could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.